Event description:
Servo-I ventilator alarming and patient (pt) was not getting his tidal volumes, but circuit was connected. Pt bagged with bag-valve-mask while a circuit test was completed, and it passed. Pt reconnected and ventilator seemed to be working correctly. 10 minutes later, pt not getting volumes again and alarm showing "expiratory cassette disconnected" yet, it was connected. Ventilator switched out for another vent, which is working without problem.